Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair in a transfer set. This was observed before use with no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an open pouch with an original cap on the dark blue connector; an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection performed with the naked eye revealed the presence of a hair, not in the fluid path. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.